Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not hear low blood glucose alerts annunciate as expected. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up on the reported issue; however, no response from the customer was received.